Event description:
The pt called lifescan and alleged the one touch fasttake meter was giving the error 1 message after the battery was changed. The pt contacted a medical professional for device; no treatment was given. The customer care representative was unable to solve the issue. The meter was replaced due to the malfunction. Based on the information supplied by the pt there is indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter was replaced and return is expected.